Event description:
The customer reported the system would not boot up and the monitors were blank. No report of pt injury.

Manufacturer narrative:
The ge service rep performed an on site investigation. The circuit boards were replaced. The customer was advised the hard drive needed replace. The customer decided not to replace the hard drive on this system.